Event description:
It was reported that during a knee procedure, there was no light coming through the scope. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for there was no light coming through the scope. A visual inspection was performed and showed the scope to have distal tip and fiber damage, broken lenses, a bent outertube and sidearm damage. This damage is caused by contact with another source. No manufacturing related defects were observed.